Event description:
Legal reported patient implanted with synex ii reported: patient received a recall letter on october 28, 2010 that states that there was no evidence of failure on your last visit and that he did not appear for a (B)(6) 2010, appointment and recommends he return to the clinic.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.